Event description:
It was reported while using the bd veritor plus analyzer, the user visually interpreted the result and perceived the result as discrepant. The user saw one (1) line on the cartridge after inoculation, inserted the cartridge into the analyzer, which read it as positive, then removed the cartridge and reinserted it 1-2 minutes later, which was then read as negative by the analyzer. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd veritor plus analyzer was having discrepant results (catalog number 256066, serial number (B)(6). Customer reports that they observe 1 line on the cartridge, insert into the analyzer which read as positive, then remove the cartridge and re-insert it 1-2 minutes later, which they would then receive a negative result. There is no testing on the other cartridge being done to confirm if the discrepant results is repeated on the same analyzer. And also the analyzer was not returned for bd quality investigation, if samples received at later date the complaint maybe reopened. Therefore, the complaint is unconfirmed. DHR for veritor plus analyzer, serial number (B)(6) was reviewed and nonconformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Manufacturer narrative:
H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor plus analyzer, the user visually interpreted the result and perceived the result as discrepant. The user saw one (1) line on the cartridge after inoculation, inserted the cartridge into the analyzer, which read it as positive, then removed the cartridge and reinserted it 1-2 minutes later, which was then read as negative by the analyzer. No health impact or consequence reported.